Event description:
New information indicated the asymptomatic patient presented for routine follow up with noise oversensing on the right ventricular lead. Patient was in stable condition following the revision surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for surgery. The right ventricular lead was capped during the surgery on (B)(6) 2018 due to oversensing. No further information was available.